Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the embolization coil was being used in a case to treat a gi bleed. When the coil was being put into the desired location the coil prematurely detached inside the microcatheter. Reportedly, the physician was able to get the coil placed properly and the case was successfully completed. The patient was doing well after the procedure.